Manufacturer narrative:
Based on the investigation, the device was not returned for analysis and there were no ncprs associated with the product return for this specific complaint. This investigation is considered as a no product return. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or sustained; therefore, no escalation to ncep, cpa, or scar is required.

Event description:
It was reported that the patient underwent a revision procedure due to incontinence when carrying heavy goods or coughing that started one month prior to the revision procedure with an artificial urinary sphincter (aus). When the patient visited the physician testing found weak cuff strength. The aus remains implanted and saline was added to the balloon and the patient does not need any more pads following the revision.